Manufacturer narrative:
According to what was reported, the device was not available for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inaccurate pressure or flow reading. Probable root cause: 1. Pressure sensor malfunction / out of calibration. 2. Software malfunction. 3. Use error. 4. System design. 5. Unwanted movement of internal components / wiring. 6. Pressure button does not disengage. 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 8. Venting valve system or overpressure alarm failure. 9. Safety valve or regulator malfunction. 10. Hpu or lpu assembly malfunction. 11. Ppv failure. The reported failure mode will be monitored for future reoccurrence. Added initial reporter phone number and initial reporter postal code.

Event description:
It was reported that during a case the insufflator was not giving an accurate pressure or flow reading that caused over distension of the patient. They had to shut the insufflator off and start an open case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the insufflator was not giving an accurate pressure or flow reading that caused over distension of the patient. They had to shut the insufflator off and start an open case.